Manufacturer narrative:
The complaint will be updated once the investigation is completed. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to malalignment. Revision njr number: 4204917; side: l. Primary asa: p2- mild disease not incapacitating.